Event description:
The pump was unplugged from the wall and the patient transported to CT. Upon arrival to CT, this rn observed when moving the patient over that the pump was off and could not be turned back on. The pump was plugged in during CT and an error message flashed across the screen. There was already an additional pump and the drip was changed over. Biomed completed preliminary review and determined that the pump was running on battery for an extended period of time, which caused it to fail. A new battery was placed to mitigate further issues.